Event description:
It was reported that the customer noticed that the o-ring inside the reservoir area of the insulin pump was missing when she went to load the reservoir and lock it in place. The customer's blood glucose was 137 mg/dl. Troubleshooting was done. The customer was unaware how the damage occurred. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with missing reservoir tube o-ring, broken reservoir tube lip, cracked reservoir tube window, cracked battery tube threads and cracked case at display window corner.